Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) em2400 valve sets leaked. The event was further described as; during the manufacturing pumping process, lipid fluid was leaking through the valve set into the pumped bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufactured date: between october 06, 2021 to october 08, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.